Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that nips were performed and the shock impedance measurements came down to 113 ohms.

Event description:
Additional information indicated that the lead continues to exhibited high shock impedance measurements. The lead was tested with a 1 joule, 31 joule, and 41 joule shock. The patient was successfully restored to sinus rhythm from ventricular fibrillation (vf). No further system modifications have been planned.

Event description:
Additional information indicated that non-invasive programmed stimulation (nips) will be performed and the physician will re-evaluate once the test is completed.

Event description:
Boston scientific received information, via a latitude red alert, that this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements greater than 125 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.